Event description:
It was reported that the device was reprogrammed due to delivering inappropriate shocks to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.